Event description:
It was reported that frost on the needle shafts occurred, resulting in minor patient burns that required treatment with antibiotics. Seven iceforce 2.1 cx 90 degree needles were selected for a cryoablation procedure to treat renal cell cancer in the kidney. Each of the probes tested fine and an initial 10-minute freeze was completed. During the second freeze, however, the temperature began to rise on each of the probes along with the gas firing intermittently. The gas tanks were replaced several times until normal freezing resumed to complete the procedure. During this time, it was noted that three of the seven probes had frost on the needle shafts. Warm saline bags were used to heat the areas of the skin that were in contact with the frost. The probes were used to complete the procedure. An ithaw malfunction also occurred with all of the needles, so the second thaw was completed passively. The patient experienced minor burns from frostbite, which were treated with antibiotics and home care following the procedure. The patient was expected to fully recover.

Manufacturer narrative:
Manufacturer address (B)(4).

Event description:
It was reported that frost on the needle shafts occurred, resulting in minor patient burns that required treatment with antibiotics. Seven iceforce 2.1 cx 90 degree needles were selected for a cryoablation procedure to treat renal cell cancer in the kidney. Each of the probes tested fine and an initial 10-minute freeze was completed. During the second freeze, however, the temperature began to rise on each of the probes along with the gas firing intermittently. The gas tanks were replaced several times until normal freezing resumed to complete the procedure. During this time, it was noted that three of the seven probes had frost on the needle shafts. Warm saline bags were used to heat the areas of the skin that were in contact with the frost. The probes were used to complete the procedure. An ithaw malfunction also occurred with all of the needles, so the second thaw was completed passively. The patient experienced minor burns from frostbite, which were treated with antibiotics and home care following the procedure. The patient was expected to fully recover.

Manufacturer narrative:
Manufacturer address 1: (B)(4).device evaluated by manufacturer: the needles were returned with all the needles bundled together in one bag and the cables cut. Individual needle lots were unable to be confirmed or linked to specific needles. Functional testing was unable to be performed as the cables were cut. The needle was disassembled to test the insulation tube. The insulation tube was found to have been collapsed along its length. It is unclear what caused the collapse. The collapse appears to be the cause of the reported frost on shaft. The ithaw heater was inspected and there was no obvious damage to the heater. It is unknown if the reported ithaw error was due to inconsistent gas pressure in the system or if the collapsed tube damaged the wires inside.